Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the thread broke. Another device was used to complete the case. It was also reported that the device fell into the patient's cavity. There was no patient injury.